Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported following an intraocular lens (iol) implant procedure, despite correction of the patient's high hyperopia, the patient is complaining of night disturbances, halos and is unhappy. The surgeon also reports he can now see a circular imperfection in the center of the iol. Additional information has been requested.

Manufacturer narrative:
This manufacturer report number has been corrected and reported under MFR report 9612169-2016-00080. (B)(4).